Event description:
A caller reported a malfunction on a pump, specifically citing a "malf 5" error code. There was no adverse impact on the customer¿s blood glucose level. Tandem technical support provided instructions on how to reset the pump and assisted the caller in successfully resetting it. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump while being instructed to call back if any issues reoccur.